Manufacturer narrative:
The insulin pump was downloaded to carelink pro successfully. No radio frequency communication anomalies were noted. The insulin pump was received with cracked case at reservoir tube lip, cracked battery tube threads, minor scratched lcd window and keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer's insulin pump was having a communication error, and was unable to upload to carelink. Customer's blood glucose levels at the time 12.0 mmol/l. Troubleshooting occured. Advised insulin pump would be replaced.